Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 25 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping"), abdominal distension ("bloating"), the first episode of fatigue ("fatigue"), rash ("rashes"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines"), neck pain ("neck pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), the second episode of fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes") and back pain ("lower back pain"). On an unknown date, the patient experienced depression ("depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, neck pain and back pain was resolving, the abdominal pain, abdominal distension, rash, weight increased, headache, dysmenorrhoea and the last episode of fatigue outcome was unknown and the alopecia, migraine, depression, procedural pain, female sexual dysfunction, nausea, dyspareunia, mood swings and hot flush had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hot flush, migraine, mood swings, nausea, neck pain, pelvic pain, procedural pain, rash, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Right coils identified and in place, left coils visualized higher in fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: mood swings, female sexual dysfunction, headache, nausea, dysmenorrhoea, fatigue, dyspareunia, hot flush, back pain, neck pain were added. Previously reported event ¿depression, migraine, alopecia, pelvic pain¿ outcome updated. Reporter, patient demographic information, other relevant history, product start date updated. Product batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("had clots come out and they were not bright red they were darker") in a 25-year-old female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and abdominal bloating. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 25 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("severe cramping"), abdominal distension ("bloating"), the first episode of fatigue ("fatigue"), rash ("rashes"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines"), neck pain ("neck pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), the second episode of fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), back pain ("lower back pain"), genital haemorrhage (seriousness criterion medically significant), unevaluable event ("knot under the ribs"), the second episode of abdominal pain ("pains on my left side"), insomnia ("can't fall asleep") and asthenia ("didn't have any energy"). On an unknown date, the patient experienced depression ("depression"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, neck pain and back pain was resolving, the abdominal distension, rash, weight increased, headache, dysmenorrhoea, the last episode of fatigue, genital haemorrhage, unevaluable event, the last episode of abdominal pain, insomnia and asthenia outcome was unknown and the alopecia, migraine, depression, procedural pain, female sexual dysfunction, nausea, dyspareunia, mood swings and hot flush had resolved. The reporter considered abdominal distension, alopecia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, migraine, mood swings, nausea, neck pain, pelvic pain, procedural pain, rash, unevaluable event, weight increased, the first episode of abdominal pain, the first episode of fatigue, the second episode of abdominal pain and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Right coils identified and in place, left coils visualized higher in fallopian tube. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case received: events: genital bleeding, abdominal pain, insomnia, asthenia and "knot under the ribs" added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("had clots come out and they were not bright red they were darker") in a 25-year-old female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and abdominal bloating. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 25 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("severe cramping"), abdominal distension ("bloating"), the first episode of fatigue ("fatigue"), rash ("rashes"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines"), neck pain ("neck pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), the second episode of fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), back pain ("lower back pain"), genital haemorrhage (seriousness criterion medically significant), mass ("knot under the ribs"), the second episode of abdominal pain ("pains on my left side"), initial insomnia ("can't fall asleep") and asthenia ("didn't have any energy"). On an unknown date, the patient experienced depression ("depression"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, neck pain and back pain was resolving, the abdominal distension, rash, weight increased, headache, dysmenorrhoea, the last episode of fatigue, genital haemorrhage, mass, the last episode of abdominal pain, initial insomnia and asthenia outcome was unknown and the alopecia, migraine, depression, procedural pain, female sexual dysfunction, nausea, dyspareunia, mood swings and hot flush had resolved. The reporter considered abdominal distension, alopecia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, initial insomnia, mass, migraine, mood swings, nausea, neck pain, pelvic pain, procedural pain, rash, weight increased, the first episode of abdominal pain, the first episode of fatigue, the second episode of abdominal pain and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Right coils identified and in place, left coils visualized higher in fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe cramping"), abdominal distension ("bloating"), fatigue ("fatigue"), rash ("rashes"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraines") and depression ("depression"). The patient was treated with surgery (on (B)(6) 2015, partial hysterectomy 58 days after implantation). Essure was withdrawn. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, fatigue, rash, alopecia, weight increased, migraine and depression outcome was unknown and the procedural pain had resolved. The reporter considered pelvic pain, abdominal pain, abdominal distension, fatigue, rash, alopecia, weight increased, migraine, depression and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 2 months after insertion. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 2 months after insertion. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.